Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that during a wash out procedure, plasma blade was used during the procedure. Ipg repairing message appeared with a 30 second count down. Ipg was in service app mode and underwent repair and was successful in pairing once complete. Therapy was restored.